Manufacturer narrative:
(B)(4). Results of investigation: the front panel and touchscreen of the suspected device was fully evaluated but no failure was detected. The reported issue could not be duplicated so no root cause could be determined. If additional information becomes available then a supplemental report will be filed.

Event description:
The customer stated that the touch screen is freezing intermittently while on a patient. The patient was placed on an alternate ventilator and there was no harm.